Manufacturer narrative:
Result of investigation: vyaire technical support revealed that problem was caused by internal cable connection issue. The unit was a sales demo, it is likely that the excessive movement was caused the device issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Service technician force quit the unit and the unit powered up normally. Reported issue was resolved.

Event description:
The customer reported while using bellavista 1000, a blank screen is showing up and the blue leds are seen on the top of the unit. There is no patient involvement associated with the event.